Event description:
On (B) (6) 2009, the pt reported experiencing issues with the up and/or down buttons of his infusion device. He was not able to specify if one or both buttons were affected. He refused to perform any troubleshooting steps. He stated the issue began over the past year. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.